Event description:
Medtronic (covidien) received information that during a flow diversion treatment of an aneurysm, the physician reported that two pipeline flex with shield technology devices did not open. The aneurysm is a saccular sidewall right internal carotid artery (ica) aneurysm located in c7 (communicating segment). After delivering the first pipeline flex shield without any problem, the physician decided to deliver a second pipeline flex with shield in order to telescope it with the previous stent to get a better apposition of the first pipeline. After 4 attempts to open the distal end, the pipeline flex with shield started to open at the proximal and distal ends, but not the middle section (MDR 2029214-2015-00482). The physician tried to resheath the device and re-deploy the device to open the device unsuccessfully. The physician also tried to center the microcatheter and open the middle of the pipeline flex shield with the microcatheter. This attempt was also unsuccessful. The physician then removed the device with the microcatheter as one unit and tried to deliver another pipeline from the same size. It was reported that the new pipeline flex with shield had the same problem of not opening in the middle section. No patient injury was reported as a result of this procedure.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no quality issues were noted. The pushwire was returned for evaluation without the pipeline and microcatheter as they were discarded. No defects were found with the tip coil, distal marker, ptfe shrink tubing (jacket), and re-sheathing marker or with the proximal bumper. No other anomalies were observed. Based on the customer's photo, the customer's complaint was confirmed. The device was not returned for analysis; therefore the event cause could not be determined. The lot history record review of the reported lot number showed no discrepancies that may have contributed to the reported experience. Related MDR 2029214-2015-00482 for the first device used during the procedure.